Manufacturer narrative:
The distributor reported that the AED will not power on and the asi is blank. The maintenance schedule is reported as quarterly. The caller was advised to replace 9v battery and use a lithium battery. The caller reported that the customer had been using alkaline batteries previously. Once the 9v is installed, verify the asi is flashing green, and no service code warning is displayed. The AED can be returned to service if these conditions are met; if not, requested the distributor to call back to technical support. No additional information is available at this time to further investigation this event. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications.

Event description:
The distributor reported that the AED's asi is blank. The reported event did not occur during patient use.